Manufacturer narrative:
It was reported that another attempt was made to contact customer to review survey responses. No contact was made and hippa voicemail was left to call back. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mentioned that they needed emergency medical assistance. Customer did not give details on the event. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.